Manufacturer narrative:
(B)(4). D10. Unknown screws item# unknown lot# unknown. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial trauma procedure, and subsequently, underwent a revision surgery approximately 7 weeks post implantation due to reduction was lost as all the distal screws shifted superiorly. The screws were originally locked in place. Original hardware was revised and replaced with a new plate and screws and a retrograde femoral nail. Due diligence is in process and no further information on the reported event has been provided.